Event description:
During routine testing of the device, the user reported the device had dead batteries. No other details regarding the nature of the event were provided. Since the event occurred routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.